Event description:
Livanova deutschland received a report that a heater-coolersystem 3t resulted positive for micro bacteria chimera. The laboratory report was provided. There is no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united kingdome. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow-up communication with the customer, livanova learned that the device was cleaned regularly as per the device instructions for use and that it was placed inside the operating theater during use with the fan directed away from the patient, at an estimated distance of two (2) meters from the surgery field. The h2o2 level is checked daily as per device instructions for use and the device is stored full of water when not used, but h2o2 is checked daily even during days of non-use. Moreover, a disposable pall-aquasafe water filter with a 0.2 m membrane or equivalent performance filter is used for tap water. Prior to initial operation and prior to storing the heater-cooler, the surfaces and water circuits are disinfected as per device instructions for use and the 3t aerosol collection set is replaced after the allowed period of use. In addition, it was stated that patient re-usable blankets are used by the hospital. This is not in accordance with device instructions for use and this deviation may have led/contributed to the reported contamination.